Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and heavy charred material were observed. The cannula and c-ring were observed to be intact with no visual defects. A microscopic inspection was conducted. One side of the heater wire showed physical damage and was raised from the base of the jaw while remaining attached at the tip of the jaw. The other edge of the heater wire was observed to be flat against the base of the jaw and intact. A piece of gray silicone insulation along the edge of the damaged side of the heater wire was observed to be missing. The edges of the silicone where the insulation was missing were observed to be straight. A piece of silicone was returned separately from the jaws and fit exactly into the missing piece of silicone on the hot jaw. The silicone of the cold jaw was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw", as well as the analyzed failure "material twisted/bent; wire" was confirmed. The lot # 3000377320 history record review was completed. There was an ncmr, rework, and deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 piece of the jaw bisector was seen in the leg while the harvester was sealing branches. Harvester was unsure where the piece came from. The small piece was removed with the jaws with no additional incisions, and the case was completed with the original device. All IFU protocols were followed at the start of the procedure. There was no procedural delay. There was no patient harm.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 a piece of the silicone covering of the jaw bisector was seen in the leg while the harvester was sealing branches. Harvester was unsure where the piece came from. The small piece was removed with the jaws with no additional incisions, and the case was completed with the original device. All IFU protocols were followed at the start of the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Corrected section: h6 -medical device ¿ problem code from " 1069" to "1454:

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4582" to "2687".